Event description:
It was reported that a patient underwent a sling procedure and a pelvic floor repair procedure on (B)(6), 2009. The patient experienced multiple complications, including erosion and a blocked rectum. The patient underwent a surgical procedure on (B)(6), 2010 to explant the mesh, but only pieces of it were able to be removed. No additional information has been provided.

Manufacturer narrative:
(B)(4). Blocked rectum. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: the mesh was removed on (B)(6) 2010 due to erosion, pain, and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urge incontinence, dyspareunia and pelvic muscle wasting. (B)(4).